Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: other product: 5076-45 implanted: 2007-(B)(6). (B)(4)

Event description:
It was reported that there was unstable thresholds and high and increasing impedance. The lead was reprogrammed and remains in use. At this time, patient's medical condition may not allow for invasive intervention. No patient complications have been reported as a result of this event.